Event description:
Crm received information that this dextrus atrial lead had dislodged post-operatively. Therefore, a revision procedure was performed, and the lead was successfully repositioned. The lead remains active in the patient. No other adverse events have been reported.